Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported in the postimplant review trouble sensing and capture was experienced due to possible lead shifting. Repositioning of the cable guides using various positions was attempted, after several attempts it appeared the problem of x-firm guide could not get inside the lead. The issue was solved with the implementation of a lead access by the right subclavian vein, in a new position sidewall. The lead was explanted and replaced.